Manufacturer narrative:
Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom, which wa reproduced. The messages were found to be caused by a failed upper auxiliary. The failed upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum pump constantly displayed the closed door message. It was also reported there was no patient injury.